Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer; registered nurse always checks the inside of inner dilator (that the wire goes through) and he saw that a piece of plastic was blocking the small hole. When he moved the wire through it (outside of the patient) a small piece of plastic came out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in the dilator is confirmed and was determined to be manufacturing related. One 4.5fr microintroducer was returned for evaluation. An initial visual observation revealed no obvious use residue on the sample. A white material taped to a sticky note was returned. A microscopic observation revealed the white material appeared to be a piece of plastic that was shaved off the dilator. This complaint will be recorded for future trending and monitoring purposes.